Manufacturer narrative:
(B)(4). Batch # m52u4j. Three attempts were made to obtain additional information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. On which firing did this occur? Did the device lock out and would not fire? Was the firing trigger advanced and no staples deployed? The analysis results showed that the xr60g cartridge arrived in good visual condition. The reload was received fully fired. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a colectomy procedure, the reload did not place staples in the patient. Another like reload was used in the same stapler to complete the procedure. There were no adverse consequences for the patient.